Event description:
According to the facility on (B)(6) 2025 "as soon as the registered nurse completed the foley insertion, she noticed the patient was wet, the foley had slipped out of the patient and when she examined the balloon, she noticed it was split".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "as soon as the registered nurse completed the foley insertion, she noticed the patient was wet, the foley had slipped out of the patient and when she examined the balloon, she noticed it was split". Per the facility an additional foley was inserted and there was no report of injury. Per the facility the ballon was filled with sterile saline and was tested with "1cc of sterile saline" prior to insertion. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.